Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No unexpected low battery alarm noted. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and corroded battery tube.

Event description:
The customer reported via phone call that a nre battery cap was received and is working fine. However, customer indicated that there is corrosion inside of the battery compartment. Customer's blood glucose was 161 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.